Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 573 mg/dl. A manual insulin injection was administered to address bg level. Tandem technical support (cts) performed a pump system check and determined the customer was using off label insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to discuss diabetes management with a health care professional. Multiple follow-up attempts were performed by cts to obtain additional information, however, customer did not respond.